Manufacturer narrative:
The customer's product was received for investigation. The reported failure could not be confirmed during investigation. The lancing device could be primed and released without any problems and works in accordance with specifications. However, the lancing device was disassembled for investigation, but no abnormalities could be observed which could verify the customer allegation. All product batches of the roche diabetes care gmbh are controlled with regard to the quality requirements of the product prior to delivery. If all quality requirements are fulfilled in the quality control process, goods are released and ready for delivery. All non-conforming products are handled in accordance to iso 13485. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter stated the softclix is broken and the needle does not retract after firing as it should. The needle was protruding past the cap after poking the finger. There was no unintentional stick or injury.